Event description:
During a posterior lumbar fusion on (B)(6) 2013, the head of a polyaxial screw cracked upon insertion. In addition, the threaded tip of the holding sleeve stripped during insertion. There were no device fragments. Another device and screw were readily available in the operating room, and the procedure was completed without impact to the patient. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. 03.616.042 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a longer locking holding sleeve. No us matrix technique guide includes these instruments. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The external m6.5x0.75 thread shows deformation to the major diameter. The engineer successfully screwed on a matrix screw (not a part associated with this complaint) to the holding sleeve. This threaded connection was not smooth. The matrix screw included in this complaint has failed proximal threads in the head of the screw. The engineer reviewed the associated drawings. These drawings call out the appropriate dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of this instrument. Proper use is critical to the success of this device. The us matrix techniques guides do not include these holding sleeves. Without instructions for these part numbers, these instruments are susceptible to failure. Device is a multi-use instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The holding sleeve is in good condition. No apparent damage to the overall device. There does appear to be some damage to the distal threaded tip. Rms medical manufactured the locking holding sleeve ¿ for matrix. Due to an unknown cause, the customer experienced stripping of the threaded tip. The material and hardness of the inner sleeve were confirmed to be within specification. The threaded tip depth and location were confirmed to be correct. The threads were unable to be verified due to the damage on the tip.